Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. After dinner, the patient¿s cgm displayed 283 mg/dl. She self-treated with insulin; however, an unspecified amount of time later, the patient¿s husband found her unconscious. Her spouse performed a bg which was 28 mg/dl and administered glucagon. The patient regained consciousness a few minutes after receiving glucagon. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.